Event description:
Kimberly-clark received a report stating the microcuff subglottic suctioning endotracheal tube cuff was not maintaining the intracuff pressure in one of the intubated intensive care unit patients. The patient was initially intubated on (B)(6) 2014. The respiratory therapist stated the patient had to extubated on three separate occasions because after each reinsertion of a new device the endotracheal tube cuff would not maintain the intracuff pressure. On (B)(6) 2014 while responding to the patient's ventilator alarms the respiratory therapist noted a decrease in cuff pressure with the patients 8mm microcuff subglottic ett, lot # aa4125v03. The patient was immediately extubated and reintubated with another 8mm microcuff subglottic ett, lot # aa4125v03. On (B)(6) 2014 it was noted that there was a decrease in cuff pressure and the patient was immediately extubated and reintubated with another 8mm microcuff subglottic ett, lot # aa4125v03. On (B)(6) 2014 a decrease in cuff pressure was noted, prior to extubation of the third device the patient died. The patient was extubated post mortem. The respiratory therapist expressed that the patient's death was not product related as the patient had been very ill for a very long time.

Manufacturer narrative:
(B)(4). Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. (B)(4).